Event description:
It was reported that right ventricular (rv) loss of capture was noted resulting in the patient experiencing syncope. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted and the device was reprogrammed. Later, the device and rv lead were replaced. The device was explanted and the rv lead was capped. The patient was in stable condition.